Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the tip of the needle broken and fell into the patient's cavity. The needle was recovered and there was no patient harm.